Manufacturer narrative:
The insulin pump functioned properly during functional check including rewind and basic occlusion, occlusion, prime, excessive no delivery, displacement, self-test, unexpected restart test. No unexpected restart or signal too low alarm noted during testing. All operating current measurement was normal. No unexpected low battery or off no power alarm anomaly noted. Unable to upload with using carelink personal due to displayable history check failed alarm in pump history screen. Displayable history check failed alarm due to corrupted history file. The insulin pump received with minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump was not able to download carelink. It was reported that insulin pump received an unexpected restart error alarm and an external ram crc error alarm. Customer's blood glucose was 3.1. Customer was advised that insulin pump would need to be replaced.